Manufacturer narrative:
(B)(4).

Event description:
It was indicated that the patient was taking medication containing acetaminophen, which is off-label usage of the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. Date of issue is an approximation. The patient stated that her sensor failed after warm-up, 3 days after it was inserted. The sensor was inserted into the abdomen on (B)(6) 2019. She indicated that because of this, the device did not provide her any alerts. She lost consciousness and her husband called the ambulance. She was taken to the emergency room and was in the intensive care unit (ICU) for 3 days. She does not recall the date it happened, the treatment that was provided, or whether she sustained any injury. At the time of the contact, she stated she was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.